Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012762933 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified: visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 19.5 inches from the tip. The following functional testing was performed. The insertion of dilator into the sheath was performed. Unable to lock the dilator luer to sheath. Further inspection under microscope identified a dilator luer damage, which may cause dilator to have difficulties locking with the sheath. In conclusion, the sheath failed the return product inspection due to a kink/twist on the shaft and dilator luer locking mechanism damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.